Manufacturer narrative:
The insulin pump was received with no damage battery cap. The pump was received with broken reservoir tube lip and cracked case at display window corners. The pump had broken belt clip slot, missing lcd window and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of a broken battery cap and reservoir housing from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The mother stated that there are two damages on the top corner of the screen making the pump sink in. The mother stated that her son is using too much insulin from the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.